Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false nonreactive architect anti-hbc ii result on a 51yrs old male patient diagnosed with myasthenia gravis. The results were provided: on (B)(6) 2026 sid (B)(6) anti-hbc=0.06 s/co (< 1.00=nonreactive) /on (B)(6) 2025=2.15 (> or =1.00 s/co=reactive) additional information provided: hbsag=0.00 iu/ml there was no reported impact to patient management.